Event description:
Customer reported that expiration date on vial of accu-chek active strips was 12/2007. The manufacturer listed expiration date as 06/30/2007. No adverse event reported. Request return of suspect device and replacement sent.